Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net transmission with intermittently sensed noise on the atrial and ventricular leads, resulting in inappropriate defibrillation therapy from the implantable cardioverter defibrillator. No further information was available.